Event description:
(B)(6) - device started to alarm, reported "blockage detected" and a new omnipod was placed. It worked for 12hours. (B)(6) - device started to alarm, again and reported "blockage detected". The omnipod was replaced in less than 12 hours. (B)(6) - I was sent to the ER at 4pm because my sugar levels were too high to read by my device. When I arrived there, my blood sugar reading was about 430 but started to drop while awaiting. I left the ER without being seen, since it was down trending. I had to return back to the ER because the monitor would not read again, due to sugar levels being too high to read. When I returned to a different ER, my sugar level was 535 and I required admission to the hospital for early onset dka. The device was not administering insulin consistently, or at all during the preceding 72hours, despite me administering insulin per my sliding scale. The blood sugar readings remained the same. (B)(6) - I was admitted to the hospital.